Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2025. At approximately 11:00 pm on (B)(6) 2025, the patient inserted a new sensor, which resulted in persistent bleeding that continued for approximately 1.5 hours. Due to the inability to stop the bleeding, the patient was presented to the emergency room (ER) for evaluation. At the emergency room, the patient was diagnosed with an arterial hemorrhage. Treatment included the administration of an unspecified anesthetic and the placement of stitches at the sensor insertion site to control the bleeding. After approximately one hour, the patient was discharged with instructions on wound care and advised to follow up with their primary care physician in one week for stitch removal. At the time of this report, the patient was reported to be doing well. No data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available.